Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the triple lumen hemodialysis catheter insertion, after the resident placed the catheter over the guide wire, it became difficult for him to remove it and the guide wire started to stretch. It was reported that 8cm of the catheter's distal end broke off in the patient. When the resident removed the catheter, he was also able to pull out the guide wire's distal end with the catheter from the patient. There was no reported patient injury.